Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the g7 transmitter with serial number (B)(6). However, data for the g7 transmitter with serial number (B)(6) was provided for evaluation. The allegation was confirmed. [Probable cause statement]. No injury or medical intervention was reported.